Event description:
It was reported that using a femoral artery access approach during a procedure of the first diagonal (d1) of the left anterior descending (lad) artery, the 3.0 x 15 mm xience v stent delivery system (sds) was being delivered but met resistance and the stent implant became dislodged from the balloon; it landed partly in the lad artery and partly in d1. It was noted that the stent implant was removed using a snare device. A second stent was deployed at the target lesion without reported issue to complete the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.